Manufacturer narrative:
Eval summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unk handpiece and an unk viscoelastic. The MFR's product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt was unable to adjust to the lens. The surgeon reported the lens was exchanged two and a half months later for another lens model to obtain a better visual result. In a follow up, the surgeon reported the events resolved following the iol exchange procedure.